Event description:
As reported, partial residue of the 5f exoseal vascular closure device (vcd) plug was not fully released, unsuccessful hemostasis. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, partial residue of the 5f exoseal vascular closure device (vcd) plug was not fully released, unsuccessful hemostasis. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. One non-sterile ¿vascular closure device 5f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment and for evaluation; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted. Additionally, the delivery shaft has one (1) kinked section, was located approximately at 8.5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct catheter distal tip inner diameter inner diameter (ID) and the correct delivery shaft outer diameter (od), to be verified. The od measures and ID were taken near the kinked section on the delivery shaft. Dimensional analysis result was found within specification for ID and od. The functional analysis was not performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. Based on the information available for review and the product analysis, the reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed. A kinked section was found on the delivery shaft. Functional testing was not possible due to the fully deployed state of the device, which does not match the event reported. The plug was not returned. The kinked section was found to be within dimensional specifications and showed no internal mechanical issue. No other significant anomalies were identified. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, partial residue of the 5f exoseal vascular closure device (vcd) plug was not fully released, unsuccessful hemostasis. There was no reported injury to the patient. The device will be returned for evaluation.